Event description:
The distributor reported this event to integra. The valve was implanted on (B) (6) 2007, and functioned well until (B) (6) 2008. A distal revision was then conducted during which the valve was noticed to be dripping slowly. The pt's condition did not improve. A CT scan showed that the ventricles were still enlarged. The device was explanted and replaced with a new osv ii valve on (B) (6) 2008.

Manufacturer narrative:
An investigation was conducted on the returned device. The valve unit was received with 1cm of integrated catheters. Blood spots were noted on the valve housing. A patency test by air aspiration with a syringe revealed a slight resistance that was higher than expected. Water aspiration did not reveal resistance. The valve was then pressure/flow tested and found to be functional, but slightly below its specs in stage ii, when the differential pressure is above 250mmh2o. Testing shows the flow is 18-20ml/hr at differential pressure range between 80 and 250 mmh2o. The device history records of this valve with (B) (4) show that the pressure/ flow characteristics were found to be within spec at the time of MFR. After decontamination, the returned valve was found functional, draining within specs until the differential pressure reaches 250mmh2o, draining slightly below its specs (15-17ml/hr instead of 18 ml/hr minimum) for differential pressure between 250 and 300mmh2o. The resistance felt during the patency test suggests some residue was present in the valve mechanism. The patency test may have displaced or partially removed the residue. Some small residue remaining at the lower part of the valve mechanism could explain the slight shift of the valve specs. Proteinaceous residue can be found in a valve that has been implanted for 5 months and could explain the reported underdrainage. Valve underdrainage is a known patient's related complication of valve therapy as stated in the product instructions for use. No further investigation or corrective action is deemed required. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.